Event description:
It was reported that pump experienced malfunction with code malf 9 and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer did not have charger available while away from home and planned to call back to continue with pump reset after technical support provided reset instructions, and no additional information was received regarding the final outcome of the event.